Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital for arrhythmias and no alarms. The patient was in sinus rhythm/sinus bradycardia with a rate of 57-79, with premature ventricular contractions, and occasional run ventricular tachycardia with the longest being 15 beats. The patient experienced dizziness, palpitations, coughing, dry heaves, and poor appetite. The patient's symptoms progressed over the last 3 months coinciding with increased non-sustained ventricular tachycardia (nsvt). The patient had a history of nsvt prior to implant. The patient was started on amiodarone on (B)(6) 2022 without improvement in symptoms. The arrhythmia did not result in any clinical compromise. The patient had a right heart catheterization and echocardiogram done and it was determined that the patient's speed was too high for such a small, contractile left ventricle. The patient's inflow cannula was likely rubbing on the patient left ventricle causing ventricular tachycardia. The pump speed was then decreased to 5200 rotations per minute. The patient was feeling improved and the palpitations decreased in frequency.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6) and the reported events could not be conclusively determined through this evaluation. The account submitted log files for review. The system controller event log file contains data from (B)(6) 2022 at 10:07:39 through 16:03:26. Transient pi events were observed throughout the log file, resulting in momentary decreases in speed per design. The pump appeared to function as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 03nov2019. The heartmate 3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.